Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off inside the patient and was not retrieved. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, ¿a piece of the brown insulation under the orange piece was broken¿ from the monopolar curved scissors (mcs) instrument. The instrument fragment allegedly broke off, fell inside the patient, and was not retrieved. On 01/31/2018, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site's robotics coordinator: the surgical procedure was not recorded on video. The instrument damage was identified after the surgical procedure was completed and "during priming of the instrument." There were no post-operative complications. The surgical staff did not experience anything unusual with the use of mcs instrument during the surgical procedure.

Manufacturer narrative:
On 02/20/2018, the following additional information was obtained: intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of: "a piece of the brown insulation under the orange piece is broken." The proximal end of the tube extension was broken and was missing 0.150" x 0.285" and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off inside the patient and was not retrieved. However, there is no evidence that a malfunction of the mcs instrument occurred. The instrument damage found during the evaluation of mcs instrument can be attributed to mishandling/misuse.